Event description:
The user facility reported a 72-year-old male was implanted with an impella cp support and the staff noticed a thrombus formation in the common femoral artery after the device removal. A six french (6fr) sheath was inserted in the ipsilateral, groin site and the thrombus was treated with angioplasty. The sheath was left in place with single preclose at site, to be closed later when physician is satisfied that flow is maintained to the leg.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU, these conditions are known potential adverse events associated with impella support: ¿potential adverse events acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ this report is being filed as part of a retrospective review of historical records.